Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the tap handle got stuck on the trocar. The devices were not broken or bent. Both of these instruments were used during a revision procedure. This report is for a guide sleeve. This is report 1 of 1 for (B)(4). This complaint captures the intra-operative issue with the instruments. The need for the revision procedure is captured under related complaint (B)(4).